Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient was on the right side at 1.4 and not feeling stimulation. The patient was concerned that they could not feel any stimulation, the patient was assisted with increasing stimulation and got the error ¿can not provide desired setting, call your clinician¿. Troubleshooting was unsuccessful and the patient received the error ¿settings not available¿. On (B)(6) the patient reported that sometimes they would leak a lot and sometimes it was a little. It was noted that the trial started on (B)(6). No further complications were reported. Additional information received as healthcare professional reported that serial number of external neurostimulator was unknown and cause of the "cannot provide desire settings" and lack stimulation was every leads migrated.